Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low", specific value was unknown. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer juice to address bg. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.